Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a needle that would not retract. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 381544, batch no.: 9113561. Per email: employee hared with me that a psn (patient safety network) was logged on an insyte catheter that would not retract the needle. While I am only aware of this one psn, there is apparently another incident reported by a different nurse. I believe both of these incidents have occurred at the women's and children's user facility. The material # is 381544 and the lot number is 9113561 both incidents were 18ga. Right now they are monitoring to observe any trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a needle that would not retract. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 381544 batch no.: 9113561 per email: employee hared with me that a psn (patient safety network) was logged on an insyte catheter that would not retract the needle. While I am only aware of this one psn, there is apparently another incident reported by a different nurse. I believe both of these incidents have occurred at the women's and children's user facility. The material # is 381544 and the lot number is 9113561 both incidents were 18ga. Right now they are monitoring to observe any trends.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.